Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the micropore-paper tape 1x10yds was giving him allergic reaction. Patient's skin starts itching and it has caused 2 blisters and he has minimized the usage. The patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).